Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and motor position encoder error. The customer blood glucose level was 260 mg/dl. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind and successfully clear the alarm. The customer also reported that the insulin pump alarm hx contains both the alarms within a 30 day period.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). No motor error alarm or e70 alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.